Event description:
The customer reported the 4k autoclavable camera head display an e224 error. The event occurred during a diagnostic procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the poor image was caused by a faulty cable. However, the specific root cause of the faulty cable could not be identified at this time. In addition, the following non-reportable malfunctions were found during the device evaluation. Water tightness failure of the video connector and printing on rear cover is faded. Olympus will continue to monitor field performance for this device.